Event description:
Complainant reported that 250 ml was hung with a feeding set rate of 120 ml/hr. The intended delivery amount was 110 ml over 50 minutes. However, one entire feed was missed.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically.